Event description:
This polaris adjustable pressure valve was implanted to a pt, set at 110 mmh20. Since overdrainage was observed, the neurosurgeon changed the pressure to 200 mmh2o. However, overdrainage was not improved. The neurosurgeon explanted the valve on 2005.

Event description:
This polaris adjustable pressure valve was implanted to a pt, set at 110 mmh2o. Since overdrainage was observed, the neurosurgeon changed the pressure to 200 mmh2o. However, overdrainage was not improved. The neurosurgeon explanted the valve on 12/24/2005.